Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp, tsv, mcol mg, 4.7mm, 10m (tsvmwb10), fixture mount (and inner vial) were returned for investigation. Visual evaluation of the as returned products identified that the devices were engaged to each other and attached to a melted vial (possibly during autoclave procedure). Additionally, there was bone residue around the external threads/vent of the implant confirming contact with animal tissues. Functional testing to recreate the reported event could not be performed since the devices were attached to the melted vial. Device history record (DHR) review for the lot (1239002) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1239002) for similar events (complaint category keywords: functional: does not disengage/release) and no other complaint was identified. Therefore, based on the available information, device malfunction and the reported event could not be verified.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that during the implant placement procedure when the doctor tried to remove the mount from the implant the implant came out with it. It was impossible to disengaged the mount from the implant. Another implant from stock was used to finished the procedure.